Event description:
The patient was experiencing swelling and tenderness around the implant site, dizziness and a constant echo that overrode speech. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled for 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.